Event description:
It was reported patient experienced ineffective therapy as the t7 lead had migrated and as such surgical intervention took place where the lead was replaced, and effective therapy restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.